Event description:
Boston scientific received information that this patient's latitude system detected a high pacing impedance measurement from this right ventricular lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted and no other adverse events have been reported. As per this physician's request, no call was required. This patient will be put on the review list for the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.